Event description:
It was reported that the image quality on the 9800 system is poor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.